Event description:
The reporter contacted animas on (B)(6) 2012, reporting that the patient was admitted to the hospital with diabetic ketoacidosis and was taken off the pump and treated with an insulin drip. There were no blood glucose values provided. The patient was put back on the pump few hours before they were discharged home. The reporter stated that the patient's site, tubing cartridge and insulin were all changed when she was put back on the pump. The reporter stated that the blood glucose was in the 200 mg/dl range since discharge and now up to 400 mg/dl with no symptoms. Troubleshooting indicated that there were no associated alarms in the history, bolus history was correct, basal settings and total daily dose basal history match. The reporter stated that the patient is going through puberty. Customer support determined there was no issue with the pump. The pump is not being returned and the patient continues pump therapy. Although no specific evidence of pump malfunction, defect, or misuse was detected, this report is being made due to the possibility that the use of an insulin pump may have contributed in an unidentified manner to the blood glucose incident.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 15 -jul-2019 device evaluation: the device has been returned and evaluated by product analysis on 12-jul-2019 with the following findings:. During investigation, the current black box and pump history show no evidence of delivery malfunctions or defects. The complaint was reported on 11-nov-2012, according to the pump history the pump was in use until 18-jun-2017. Due to continued use the pump delivery history and black box data is unavailable. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.